Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported that an empty pump alarm occurred. It was noted the hcp had access to the physician programmer (8840). The low reservoir alarm occurred on (B)(6) 2015. The patient missed a refill, and the reason was unknown. There were no reported symptoms. The hcp was going to refill the pump on (B)(6) 2015. The indications for use were intractable spasticity and post spinal cord injury. The medication being delivered by the pump was gablofen. The concentration was 2000 mcg/day and the dose was 245 mcg/day. The lot number was 2138-105. If additional information becomes available, the event will be updated.